Event description:
A report was received stating the listed device was found leaking at the cuff during patient use. Due to the leaking cuff, the device allegedly needed to be replaced emergently. The device had been worn previously, and was reprocessed for its next round of use when the reported event occurred. No permanent adverse effects to the pt reported.

Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow up report detailing the results of the evaluation once it is completed.